Manufacturer narrative:
B5 describe event or problem: corrected. F10 device code : updated to 'physical resistance/sticking' . Device technical analysis: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The balloon was tightly folded. At 3mm distal to the bicomponent weld, for a length of 1mm, the guidewire lumen was buckled, prolapsed, and punctured. Originally it was reported that there was failure to deflate. Based on additional information received, it was clarified that the balloon was not able advance on the wire. This confirms that the balloon could not have been inflated as it was not on the wire. The event is no longer considered to be reportable as the device was unable to load on the guidewire and can be exchanged without patient injury. In this case, another nc emerge balloon was taken to complete the procedure without any patient complications or adverse effects. The internal damage found on device analysis is consistent with inability to load on the guidewire.

Event description:
It was reported that the balloon could not be advanced over the wire. An nc emerge 5.50 mm x 12mm balloon was selected for a percutaneous coronary intervention (pci) procedure. The target lesion was moderately calcified and moderately tortuous. During the procedure, the nc emerge 5.50 mm x 12mm balloon could not be advanced over the wire. A replacement balloon was utilized to complete the procedure. No further patient complications were reported.

Manufacturer narrative:
B5 describe event or problem: corrected. F10 device code: updated to 'physical resistance/sticking'. H6: evaluation conclusion codes: updated conclusion code. Device technical analysis: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The balloon was tightly folded. At 3mm distal to the bicomponent weld, for a length of 1mm, the guidewire lumen was buckled, prolapsed, and punctured. Originally it was reported that there was failure to deflate. Based on additional information received, it was clarified that the balloon was not able advance on the wire. This confirms that the balloon could not have been inflated as it was not on the wire. The event is no longer considered to be reportable as the device was unable to load on the guidewire and can be exchanged without patient injury. In this case, another nc emerge balloon was taken to complete the procedure without any patient complications or adverse effects. The internal damage found on device analysis is consistent with inability to load on the guidewire.

Event description:
It was reported that the balloon could not be deflated and a leak was noted. An nc emerge 5.50 mm x 12mm balloon was selected for a percutaneous coronary intervention (pci) procedure. The target lesion was moderately calcified and moderately tortuous. During the procedure, the nc emerge 5.50 mm x 12mm balloon could not be deflated and a leak was noted. A replacement balloon was utilized to complete the procedure. No further patient complications were reported. It was further reported and confirmed that the balloon was not able to be advanced over the wire, therefore could not have had inflation issues as originally reported.

Event description:
It was reported that the balloon could not be deflated and a leak was noted. An nc emerge 5.50 mm x 12mm balloon was selected for a percutaneous coronary intervention (pci) procedure. The target lesion was moderately calcified and moderately tortuous. During the procedure, the nc emerge 5.50 mm x 12mm balloon could not be deflated and a leak was noted. A replacement balloon was utilized to complete the procedure. No further patient complications were reported.